Event description:
Literature was reviewed regarding 'endovascular treatment of lesions in the below-knee popliteal artery'. The time frame of this study was 2004 to 2012. Treatments included pta alone, pta with stent, , ath alone, ath with pta, ath with stent and ath with pta and stent. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: silverhawk device was used for atherectomy (ath) treatment. Patient adverse events included: embolization (0.4%), hematoma (2.7%), pseudoaneurysm (1.3%), and dissection (7%). No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Ref: doi.org/10.1016/j.jvs.2014.02.012 a2: average age of the study population a3a: majority sex of the study population medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.